Event description:
It was reported that during the implant procedure before closing the pocket, it was noted that the right atrial lead had dislodged. The lead was successfully repositioned. The patient¿s condition post procedure was good.

Manufacturer narrative:
(B)(4).